Manufacturer narrative:
The lead was repaired and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure for normal battery depletion, this right ventricular lead became stuck in the header of the device and could not be removed. When the physician pulled on the lead the terminal pin separated, with the ring portion coming away from the tip portion. It was believed the issue was due to a stuck set screw. Multiple wrenches and techniques were used to try and loosen the setscrew, however none were successful. The physician then used a rotary cutting tool to cut away a sufficient section of the header such that he could access the lead. The physician was then able to successfully push the lead out of the header. The lead was determined to be electrically functional with a pacing system analyzer, therefore medical adhesive was used to repair the terminal pin, and the lead is currently being used with the replacement pacemaker. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicating that at another device replacement procedure, this right ventricular (rv) lead became stuck in the device header. When the physician attempted to remove the lead, the terminal pin separated from the lead body and there was insulation damage. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.